Event description:
It was noted that the patient did not know why the replacement occurred.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v466243, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the tined lead found that the circuit #2 conductor was broken near the tines, 5.5 cm from the distal end. Circuit #2 was open and circuits #0, #1, and #3 ranged from 69.8-72.2 ohms. The conductor coils of the lead were also crushed at different points. Circuits #0 and #2 were shorted intermittently when flexing the lead where the conductor coils were crushed.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the lead wire placement was changed to her right side. It was noted that the patient had a fall three years ago and had her device checked after that and everything was fine. However, additional information received confirmed that the change in therapy was due to the fall. The patient's memory was fuzzy as she had cancer and went through chemo and radiation and did not remember when the fall actually occurred.

Event description:
It was reported that high impedances were measured during an office interrogation on (B)(6) 2014. Impedances were greater than 4,000 ohms on electrode combinations containing electrode 2 and a lead fracture was noted. Due to the abnormal impedances, the system was replaced. Following the procedure, the patient recovered without sequela.

Manufacturer narrative:
(B)(4)